Event description:
The patient received inappropriate shocks due to low r-waves and t-wave oversensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reason for return was confirmed. The inner coil was fractured causing the reported sensing problem. However, the cause of the fractured filars could not be determined. X-ray analysis revealed that the inner coil was over torqued.